Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-4316, serial/lot#: (B)(4) description: next generation anchor kit sterile. The explanted click anchor was not returned to bsn as it was discarded by the medical facility. It is indicated that the click anchor will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's lead was explanted due to high impedances and a loss of stimulation. During the revision the physician visibly saw that the lead was fractured above the clik anchor site. The physician suspects that the clik anchor caused the fracture. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Sc-2352-50, serial # (B)(4): the returned lead was analyzed and the complaint was confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-4316, lot # 14389576: visual inspection found that the clik anchor has one torn eyelet. No parts of it are missing.

Event description:
A report was received that the patient's lead was explanted due to high impedances and a loss of stimulation. During the revision the physician visibly saw that the lead was fractured above the clik anchor site. The physician suspects that the clik anchor caused the fracture. The patient is reportedly doing well following the procedure.